Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via an individual regarding the patient. The patient clarified the implantable neurostimulator (ins) leaking issue and reported that it was actually their spine that was leaking due to an unrelated issue. No further complications were reported.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the device doesn¿t work very well, very little relief. The patient received epidurals but the ins was leaking. The event date was unknown. It was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.